Manufacturer narrative:
H.6. Investigation summary: three photos were received and evaluated. One photo displayed the top view of a blister pack from batch 9164852 (p/n 309658). Two photos each displayed a single loose 3ml syringe. It was observed the only print present on the syringe in the photos was "plastipak" with no visible scale markings, which was rejectable per product specification. A potential root cause for the missing print defect is associated with the marking process. The aql for missing print is 0.25%.(B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9164852 in compliance with our product specification requirements.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ tip had no scale markings on it. This was found prior to use. The following information was provided by the initial reporter, translated from dutch to english: "the pharmacy discovered a syringe with no volume indication stripes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ tip had no scale markings on it. This was found prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pharmacy discovered a syringe with no volume indication stripes."